Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found. Proximal segment returned and analyzed. (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4).

Event description:
Review of manufacturer's database revealed the patient died 4.5 months after device implant. The cause of death has been requested and not received. Follow up revealed the patient was not pacemaker dependent and was a very sick patient.